Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been rec'd by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump shut off without user input and displays a gray screen. It was also reported there was no patient injury.